Manufacturer narrative:
Patient information: unknown/ not provided. Date of event: unknown, not provided. Best estimate date of event is between (B)(6) 2020 and (B)(6) 2021. The device was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to blurry vision. Pre-operative visual acuity 20/40 -1 and one (1) week post-operative visual acuity 20/30. There was no incision enlargement, no vitrectomy and no sutures performed. No further information was provided.